Manufacturer narrative:
This report is being supplemented to provide additional information including the device evaluation results and the legal manufacturer's final investigation. Additionally, (d9) returned to manufacturer date was added, (h3) device evaluated by manufacturer was updated to yes and (h4) device manufacturer date was added. The device was returned to olympus for inspection, and the reported issue was confirmed, the adaptor was lose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, root cause of the reported damage is consistent with improper handling and excessive mechanical force caused by a shock or fall. However, specific root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope, 10 mm, 30°, high definition, had a loose light cable connection. The issue was found during preparation for use. There were no reports of patient harm.